Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value of 3.5 mmol/l. Customer was treated with glucagon and they declined to troubleshoot for low blood glucose. It was unknown if the insulin pump was in auto mode at the time of the incident. Customer also stated that insulin pump received sensor updating error. The insulin pump will not returned for analysis.